Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted: the device was pictured next to the appropriate packaging. No visual abnormalities were noted. It was not visible whether there were any tacks remaining in the device or not. As no samples were returned, functional testing could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Without the physical product, our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while fixing the mesh on the bone tissue. The device was fired but the tack did not detach from the handle shaft. When the handle shaft was removed, some tacks came out, and then the tack fell out of the abdominal cavity. The surgeon picked it up with pliers first, then took it out with the punch card. Another device was used to resolve the issue in order to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while fixing the mesh on the bone tissue. The device was fired but the tack did not detach from the handle shaft. When the handle shaft was removed, some tacks came out, and then the tack fell out of the abdominal cavity. The surgeon picked it up with pliers first, then took it out with the punch card. Another device was used to resolve the issue in order to complete the case. There was no patient injury.